Manufacturer narrative:
(B)(4). Additional narrative: after implantation of the obturator sling patient underwent implantation of autologous fascia pubovaginal sling due to recurrence of stress urinary incontinence in (B)(6) 2010. It was also reported that due to sling erosion, pain, bleeding and recurrence of stress urinary incontinence, patient underwent mesh excision on (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and other. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on an undisclosed date to treat pelvic organ prolapse and urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.